Event description:
It was reported that the patient had experienced a spinal headache following implant. Per the implanting physician it was due to csf (cerebrospinal fluid) leaking around the catheter while inside the needle; a purse string was used. It was added that patient required a blood patch was required following implant with resolution of symptoms. Drugs delivered via the device were infumorph and bupivacaine.

Manufacturer narrative:
Catheter model: 8780, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk; programmer model: 8835, serial # (B)(4). (B)(4).